Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2002: [missing records: an operative report for hernia repair was not provided.] (B)(6) 2005: [missing records: an operative report for the removal of gore-tex dual mesh due to infection was not provided.] (B)(6) 2012: [missing records: records for the CT scan showing ¿large ventral hernia defect¿ were not provided.] (B)(6) 2012: (B)(6) . Operative report. Preoperative diagnosis: recurrent ventral incisional hernia. Postoperative diagnosis: recurrent ventral incisional hernia. Extensive intraabdominal adhesions. Procedure performed: laparoscopic repair of recurrent ventral incisional hernia with gore-tex dual mesh 22 x 32 x 1. Laparoscopic extensive adhesiolysis greater than one hour. Surgeon: david ramshaw, md. Assistant: bruce ramshaw, md. Anesthesia: general anesthetic. Brief history: ¿a 56-year-old caucasian woman who in 2001 had a total hysterectomy, and bilateral salpingo-oophorectomy and appendectomy for ovarian cancer. She had a hernia and hernia repair in 2002. In 2005, had the gore-tex dual mesh removed due to infection. CT scan demonstrates a large ventral hernial defect with intestine extending down into the panniculus. Recommendations made for operative repair.¿ intraoperative findings: ¿extensive adhesions of the small bowel to the hernia sac removed carefully without evidence of bowel injury. Extensive adhesiolysis greater than an hour was required. Due to the size of the defect, gore-tex dual mesh had to be used. No other permanent mesh large enough to perform the repair was available.¿ blood loss: approximately 50 ml related primarily to small liver laceration that occurred upon entry into the abdominal cavity. No evidence of active hemorrhage after about 10 minutes was occurring. Description of procedure in detail: ¿the patient was identified as sandra campbell, taken to the operating room, placed in the supine position. Sequential compression hose were placed on the bilateral lower extremities. Following induction of adequate general endotracheal anesthesia, a foley catheter was placed with apparent evidence of a vaginal yeast infection and the abdomen was then prepped and draped in the usual sterile fashion with betadine and ioban drape. 0.25% marcaine with epinephrine was placed at each injection site. About a 6 cm transverse incision in the right subcostal position laterally was made with a scalpel and dissection continued posteriorly using appendiceal retractors, the fascia and muscular layers were identified. Entry into the peritoneal cavity was facilitated with a hemostat. In doing so, a small liver laceration occurred which was identified. Upon placement of the 10 mm blunt tipped balloon hasson trocar and installation of co2 pneumoperitoneum to a level of 15 mmhg. Two 5 mm trocars were placed in the right lateral abdomen under direct laparoscopic view and using the suction irrigation device, the small laceration to the liver was identified and pressure was held which created hemostasis. No electrocautery or hemostatic agents were require at that time. Attention was then turned to performing the procedure and extensive adhesiolysis was performed removing omentum and small bowel from the hernia defect. Two additional 5 mm trocars were placed in the patient¿s left abdomen under direct laparoscopic view after incision in the skin with a scalpel which allowed for completion of the extensive adhesiolysis. The hernia defect was then measured and recommendations were made for at least placement of a 22 x 32 cm piece of mesh and no parietex composite mesh of that was available therefore gore-tex dual mesh was selected. It was cut slightly smaller than the out of box size, marked and had sutures of gore cvo placed at the 12, 3, 6 and 9 o¿clock position. The mesh was rolled, placed into the peritoneal cavity brought through the right subcostal fascial incision site and unrolled and brought out first at the 6 o¿clock and then 3 o¿clock and then 12 o¿clock and then 9 o¿clock positions using the gore suture passing. This created a nice tenting effect in a diamond shape and these sutures were tied down for full-thickness fixation. Using the protack device, tacks were placed every one to two cm along the periphery of the mesh starting first in the left lower quadrant and then right lower quadrant and then right upper quadrant and left upper quadrant. Three sutures were placed between the 3 and 6 o¿clock position and 6 and 9 o¿clock position using gore cvo sutures and the gore suture passer for full thickness fixation inferiorly. Two sutures were placed between the 12 and 3 o¿clock and 9 and 12 o¿clock position for a full thickness fixation superiorly. Photographs were taken of the completed repair. The liver laceration was reexamined and covered with arista. There was no evidence of active hemorrhage at the end of the case. The ports were removed under direct visualization. There was no evidence of bleeding from the port sites. The abdomen was desufflated through the subcostal port and was then removed. The posterior fascia and peritoneal incision was closed with two interrupted 0 vicryl figure-of-eight sutures. The anterior fascia was closed with running 0 vicryl suture with no problems. Skin incisions were approximated with 4-0 monocryl subcuticular sutures. Dressings were applied with mastisol, half inch brown steri-strips, sterile towel and abdominal binder. The patient tolerated the procedure without apparent complication. The sponge, needle, instrument counts were correct at the end of the case.¿ (B)(6) 2012: (B)(6) . Implant log. Implant record. Catalog number: 1dlmc08. Lot number: 9582464. Description: gore dualmesh 26.0 cm x 34.0 cm. Expiration date: 2016-08. Total quantity used: 1. Number implanted: 1. Culture: no. The record confirms a gore® dualmesh® (1dlmc08/9582464) was implanted during the procedure. [Missing records: records for procedure/operative report for debridement and placement of wound vac were not provided.] (B)(6) 2017: (B)(6) hospital . (B)(6) . Operative report. Surgeon: (B)(6) . Preoperative diagnosis: morbid obesity, noncompliance, infected mesh, abdominal wound. Postoperative diagnosis: morbid obesity, noncompliance, infected mesh, abdominal wound. Procedure: excision of infected mesh and excisional debridement of abdominal wound. Assistant: (B)(6) . Indications: ¿the patient is a morbidly obese female, who has had a large abdominal wound, had hernia repaired elsewhere. We have debrided this in the past and had a wound vac. She has been seen by dr. (B)(6) in the wound care center. She was admitted with pus pouring out of the wound. She has not been seen in the office for a while. The wound was quite large and tunneled all the way down to the mesh. I recommended we remove the mesh. Risks, benefits, and alternative were thoroughly discussed with the patient in the office previously and this morning; bleeding, infection, vascular injury, intestinal injury, fistula formation, reoperation, nonhealing, and imponderables. She voiced understanding and wished to proceed.¿ description of procedure: ¿the patient was taken to the operating room and placed in supine position. General endotracheal anesthesia was administered. The abdomen was prepped and draped in the usual sterile fashion. The palpation showed there was no incorporation of mesh. We extended the incision cephalad for the length of the wound. This was done with electrocautery. Necrotic tissue was excised with electrocautery. The mesh was identified. We freed the mesh. None of the tacks seemed to have taken. It was held in place with a gore-tex suture and a couple of prolenes. This was removed along with all the tacks. There was one dot of discoloration in the mesh on the surface, uncertain if that was betadine or if it was beginning of a microscopic fistula. There was no bowel adherent at all in the area, so I believe if was betadine, but we will watch this closely. I have discussed with dr. (B)(6) , who will take up wound care. Once the entire mesh was removed, it was sent to pathology. Hemostasis was checked and rechecked. The inspection showed no bowel injuries. The entire abdominal contents were fused alongside the sides of the defect. I did not feel we could safely sew in a piece of biological mesh and also I felt risk of abscess underneath the mesh to be quite high and the risk of evisceration to be quite low. Wound was packed with betadine-soaked kerlix one roll. Dressing applied. We will place in abdominal binder. We will consult dr. (B)(6) for wound care.¿ (B)(6) 2017: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2017 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 2 for sterilization evaluation. Conclusions code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d15: cause not established; d17: appropriate. Code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2012 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, mesh removal and debridment. Additional event specific information was not provided.